Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that a fluid leak was found at pd treatment complete. The caretake said there was a balloon valve leak warning during set up, so the machine was reset-up and treatment completed, but when the cassette was removed there were drops of solution on the domes inside the cassette door. In a follow up, the patient reported that there was no harm, adverse event or intervention due to the fluid leak. The patient received a new cycler and has been using it without any further issues. The cycler set is not available to return as a sample.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that a fluid leak was found at pd treatment complete. The caretaker said there was a balloon valve leak warning during set up, so the machine was reset-up and treatment completed, but when the cassette was removed there were drops of solution on the domes inside the cassette door. In a follow up, the patient reported that there was no harm, adverse event or intervention due to the fluid leak. The patient received a new cycler and has been using it without any further issues. The cycler set is not available to return as a sample.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.